Event description:
When surgery was finished, a fragment of radial expansion sleeve was found, with the camera, inside the patient's abdomen. This was found, in fact, completely fray. Procedure type: according to the reporter: when surgery was finished, a fragment of radial expansion sleeve was found, with the camera, inside the patient's abdomen. This was found, in fact, completely frayed. No patient injury was reported. No additional information at this time.

Manufacturer narrative:
Date initial report sent: 10/28/2009.